Event description:
It was later reported that nothing was found as a result of the cat scan. This was initially reported to eliminate possible cause. If the patient keeps hallucinating the next step would be to see a neurologist but currently there was no appointment set. There were no other issues with the spinal cord stimulation (scs) therapy.

Event description:
The patient experienced hallucinations. They took the patient off all the medication that would cause the hallucinations and it did not resolve. This morning the patient was going to have a cat scan with dye. The patient wanted to know if the stimulator could cause the hallucinations. It was noted that the patient has no managing health care provider (hcp). The patient has not been back to the hcp that implanted the device. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).